Manufacturer narrative:
The reported meter was returned and investigated. During visual inspection, a broken lcd screen was observed. There was no signs of fire,smoke,or electric shock. The complaint has been not confirmed to a use issue.

Event description:
Customer reported that their adc freestyle lite meter "exploded". Customer further reported that she left her freestyle lite meter in the car while she was at work and the meter exploded. Customer reported that at the time, the temperature was "116 degrees". It was reported that the "meter screen is black and cracked." There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle lite meter "exploded". Customer further reported that she left her freestyle lite meter in the car while she was at work and the meter exploded. Customer reported that at the time, the temperature was "116 degrees". It was reported that the "meter screen is black and cracked." There was no report of death, serious injury or mistreatment associated with this event.